Manufacturer narrative:
B5: corrected event or problem. D1: corrected. D4: corrected catalog number and UDI number. H6: corrected health effect - clinical code, medical device problem code, type of investigation. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided.

Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6) 2012. Approximately 9 years and 3 months after the initial procedure the patient had a right knee revision on (B)(6) 2021. The patient has suffered the following injuries and complications: pain, stiffness, discomfort, and weakness. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Event description:
Legal case ¿ USA (mdl no. (B)(4)). Patient ID: (B)(6) rk rev. Related (B)(4) lk rev. Legal short form & description summary added from (B)(4) confirmed duplicate 11/4/2024. 8. Plaintiff was implanted with the following exactech device: optetrak logic. 9. Leg in which the exactech device was implanted: right. 10. Date the exactech device was implanted: (B)(6) 2012. 11. State in which the exactech device was implanted: (B)(6). 12. Date the exactech device was surgically removed/revised: (B)(6) 2021. 13. Plaintiff has suffered the following injuries and complications as a result of this exactech device: pain, stiffness, discomfort, and weakness which in turn negatively affected plaintiff¿s mobility and quality of life which necessitated a revision surgery. Plaintiff endured resultant pain following surgery as well as a difficult recuperation/rehabilitation period and physical therapy. Plaintiff¿s ability to perform normal physical activities has been consequently limited. As reported via legal documentation the patient had a right knee replacement on (B)(6) 2012. Approximately 9 years and 3 months after the initial procedure the patient had a right knee revision on (B)(6) 2021. The patient has suffered the following injuries and complications: pain, stiffness, discomfort, and weakness. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. Additional information received from legal 07-mar-2024. 2nd revision op report attached. As reported patient had a revised rk revision (B)(6) 2023 with stryker to stryker implants. Preoperative diagnosis: right knee failed hinge revision knee replacement, right knee with fractured femoral stem. Post operative diagnosis: same. Patient presented with painful and unstable hinged knee replacement. The patient was noted to have aseptic loosening for the femoral component with a fractured femoral stem. He previously had a revision for a recalled implant and the distal femoral bone had osteolysis that has not supported the current hinged implant. Sx notes indicate the femoral component was noted to be fractured at the stem and was grossly loose. Patella was intact, stable and excellent patellar tracking through rom. Patient was transferred to recovery room in stable condition and weight-bearing as tolerated. Original description summary: as reported, approximately 9.29 years since initial implant, this male patient with bmi 28.64 underwent a right side tka and was implanted with an exactech uhmwpe insert, serial # (B)(6). On (B)(6) 2021, the patient underwent revision due to aseptic loosening. No additional information is available or forthcoming. The revision reported in (B)(4) was likely the result of an insufficient bond between the implant and the bone, which led to aseptic (non-infected) loosening. However, this cannot be confirmed as the devices were not available for evaluation and pre-revision x-rays were not provided. (B)(6), 02-012-44-5011 logic tibia implant psc insert, sz 5, 11mm. UDI number (B)(4). 510(k) number k110547. Product code jwh. Recall number z-0021-2022.

Manufacturer narrative:
D10: the device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.